Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mild to moderately calcified shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications reported and patient was good post procedure.